Manufacturer narrative:
This MDR is being filed for the potential of serious injury as this was an emergent case. There was no reported death or serious injury to the patient. A backstock of dmso was used while the vial thawed. Storage instructions in the lava les IFU state to thaw the product at room temperature if it solidifies. Sirtex engineering has stated the design verification testing of the lava les was performed on lava vials that were subjected to environmental conditioning and distribution testing per astm f2825 and astm and met all performance and functional requirements. Dmso, the main constituent of the liquid embolic solution, has the physical property of freezing at about 18.55dc (65.4df). The product is shipped with 2-inches thick insulation plus 3 packs of 24 oz gel refrigerant (gel packs) per internal shipping procedures. A batch record review was performed and showed the device was manufactured to released specifications with passing quality test results and with no nonconformities or deviations. Sirtex medical affairs has stated this event appears to be related to shipping and handling rather than any issue with device performance or safety. There was no patient involvement or clinical impact, and the procedure was able to proceed as planned using available dmso while the delivered vial thawed. Review of the device history record for the affected lot did not identify any manufacturing issues, and this event does not change the overall safety profile of lava-18.

Event description:
Upon delivery, lava was needed right away. The dmso was frozen solid and needed to be thawed, therefore delaying the case. Extra dmso was available and used while the frozen dmso thawed. An improvement suggestion was offered to change the shipping contents to guarantee that no product is frozen upon arrival.